Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: no idea. Document treatment for high blood glucose: manual bolus other than insulin, indicate medications taken to treat diabetes: no. Document type of diabetes: type 1. The event involved product(s) mmt-332a, mmt-397a, mmt-1780kl. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, scratched serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 08-jan-2025 in the pump history file. 01/08/2025 03:49:28.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3 bolusamountdelivered = 3 01/08/2025 07:10:00.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6 bolusamountdelivered = 6 please see below for the daily total of all insulin delivered on the event date 08-jan-2025 in the pump history file. 01/08/2025 08:50:23.000 dailytotals dailytotalcollectionstarttime = 01/08/2025 00:00:00.000 dailytotalofallinsulindelivered = 22.55 dailytotalofbasalinsulindelivered = 13.55 dailytotalofbolusinsulindelivered = 9 there were no auto suspend alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-jan-2025 in the pump history file. 01/06/2025 15:27:00.000 alarmalertnotification faultnumber = low battery alert (104) 01/06/2025 15:37:24.000 batteryremoved 01/06/2025 15:37:24.000 alarmalertnotification faultnumber = battery removed (84) 01/06/2025 15:39:05.000 batteryinserted 01/08/2025 08:45:30.000 alarmalertnotification faultnumber = battery removed (84) 01/08/2025 08:50:27.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 01/08/2025 08:50:48.000 alarmalertnotification faultnumber = batt out limit (6) 01/08/2025 08:51:00.000 alarmalertnotification faultnumber = batt out limit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm and batt out limit (6)/power loss alarm were expected. After the aa battery removal, the back key was pressed for 8 sec causing the pump to shutdown. Low battery alert (104) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced under delivery anomly. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-332a, mmt-397a, mmt-1780kl. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1780kl was requested and customer response was the device will be returned.